Event description:
It was reported via medwatch mw5101304 that the device was stuck in the lesion and the patient experienced a dissection. A 1.50mm rotapro device was selected for treatment of the coronary artery. The rotapro jammed in the coronary artery and a dissection occurred. No further patient complications were reported.